Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Physio-control engineering has investigated an occurrence where the manufacturer of the power supply circuit board assembly inappropriately used a "no-clean" liquid flux when performing rework on the assembly during the manufacturing process. The residual flux left on the pcb assembly may cause a failure of the device to operate on ac power, dc power, or both. There have been no confirmed failures of distributed devices related to this issue.